Event description:
Anesthesia provider was attempting to perform a spinal epidural procedure. The provider introduced the 25g spinal needle/introducer into the back where he met the osseous and pulled the needle back to attempt to "walk the needle off the bone". After several attempts, the spinal needle/introducer was pulled back to change the needle location. This is when the needle broke off and was retained in the patient's back. It broke off a few cm from the hub where the needle inserts into the plastic hub. The c-arm x ray revealed the location of the broken needle which was superficial in location not into the spinal column. (B)(6).